Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 532mg/dl as well as low blood glucose level of 41 mg/dl. Customer's current blood level was 111mg/dl and 140 mg/dl. Customer was treated with insulin pump for high blood glucose and treated with glucose for low blood glucose level. Customer does not allege pump was over delivering. Customer declined troubleshoot for high and low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications.